Manufacturer narrative:
Investigation summary received one (1) used. List #d1000, tego¿ connector, appx 0.05 ml; lot #unknown. No visual damages or anomalies were observed. The reported complaint of a blood leak could be confirmed based on the evidence from the received sample. Blood was observed on the sample showing evidence of a previous leak. However, the returned sample was tested, and a leak was unable to be replicated. The probable cause is unknown. A device history lot # review could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
The device is available for return; however, it has not yet been received.

Event description:
The hd nurse coordinator reported that, during a blood sample withdrawal from a tego¿ connector, blood started leaking from base of the tego device. No visible damage was observed on the set that caused the blood leakage. No reported time as to how long the set was in use. The clinical nurse originally discovered this reported issue. There was no medication being used with this product. The estimated amount of blood that was leaking was 10 ml. The set was replaced and the patient's therapy resumed without any problem. The product was not reprocessed or re-sterilized prior to use. There was no delay in treatment, no adverse event and no one was harmed as a result of the reported event.